Manufacturer narrative:
The event occurred in (B)(6). This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). No product available to be returned.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 33.2 mmol/l (mobile) and 9.2 mmol/l (aviva). No adverse event reported. The remaining strips were used and; therefore, no product could be requested to be returned for product evaluation.